Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after changing the battery on their pump, they have received multiple failed battery test alarms. Their blood glucose was unknown. During troubleshooting, the customer said that they are calling back after leaving the current battery in the pump for an hour. The pump alarmed power loss alarm. After checking the pump¿s alarm history, there were a lot of alarms present. The pump will be returning for analysis.

Manufacturer narrative:
Unit received with intermittent blank display anomaly due to corroded battery tube. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. However,power error 25, low battery alert, power loss alarm, noted in trace download analysis due to moisture damage assembly. Unit received with moisture damage noted on vibrator motor or battery tube assembly. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.